Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent (3.00mm x 18mm) to overlap a previously deployed resolute integrity stent in an excessively calcified lesion in the lad with 75% stenosis and moderate tortuosity but resistance was noted. When the device was removed it was noted to be deformed. Physician used another resolute integrity rx 3.0x18 as replacement to complete the operation. Physician does not believe the event was due to the "rsint" device. There was no adverse event to the patient. No clinical sequelae were reported. Evaluation summary: there were no kinks located on the delivery system. The distal segments of the stent were deformed; the struts were raised and stretched. The distal tip of the catheter was not damaged.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 75% stenosis, excessive calcification and moderate vessel tortuosity. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 75% stenosis, excessive calcification and moderate vessel tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).